Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 507652 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that one day post a routine device replacement, there was an alert for the chronic right ventricular (rv) lead having superior vena cava (svc) coil impedance greater than 200 ohms. Also, the rv coil impedance was greater than 200 ohms. The pocket was re-opened and it was found that the rv coil connector pin was not fully interested into the device header. The rv lead was removed from the header and tested with the analyzer and found to be functioning normally. The rv lead was reconnected and the rv lead pins were visualized to be past the set screws and all testing was found to be in normal ranges. The rv lead is still in use. No patient complications have been reported as a result of this event.